Manufacturer narrative:
The pump was received with unresponsive buttons due to a flattened esc dome switch and unlocked lcd connector. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart, displacement or verify battery out limit alarms due to the keypad anomaly. The pump was received with a cracked case at the display window corners and belt clip slot. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and stated pump was not working. The customer had high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 700mg/dl. Customer's current blood glucose was 200mg/dl. Customer was unable to complete troubleshooting due act button sticking. The customer stated her pump is not working. The customer was advised the pump will be replaced and revert to back up plan.